Manufacturer narrative:
(B)(4), abscess occurred. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2010 and absorbable adhesion barrier was used for cervical adhesions. The patient experienced a red, blistery rash which formed twenty four hours after the surgery along her abdomen. Within two days, this rash covered her entire body. The umbilical incision never healed. The umbilical incision would close for approximately one week and re-open and drain greenish yellow drainage. The patient consulted with the surgeon, primary care physician, and a dermatologist. The dermatologist took biopsies of the rash areas. Final results of the biopsy showed it was a reaction to medication. The patient saw a general surgeon for a second opinion. The general surgeon found something hard and silver/black that could be felt through the umbilicus. The patient stated the surgeon believes there is an abscess present and feels this is where the drainage is coming from. The patient has exploratory surgery planned related to the abscess. She has had a rash for over one year and has been treated for scabies six times.